Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment. Customer's blood glucose was 271 mg/dl after coming down from 500 mg/dl. Customer reported that leak was only confined to reservoir compartment. Customer reported that there were no cracks or splits in the barrel and all components were present. Customer threw away reservoir. Customer reported that reservoir and infusion set were changed once a month. Customer was not able to check for other sources of leak due to discarding reservoir. Customer was advised to call back if issue persisted.